Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient that underwent cataract surgery with intraocular assisted aberrometry. The patient has an unexpected outcome post-operatively of about 1.5 diopters more than expected. No surgical intervention is planned as the patient is a high myope and only the right eye has been completed.

Manufacturer narrative:
The company representative attended surgeries after this case. The cases observed did not have the same outcome as this case. The company representative indicated that the system was functioning as intended. There was no mention about this case, and why the outcome differed. There were no issues observed with the system, and based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).